Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. In this case, it appears that the prolapsing leaflet was likely a result of a deteriorating valve. Unfortunately, the root cause of this event cannot be confirmed without the sample device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 2 years, 2 months due to perivalvular and central leak with leaflet prolapse. Per the op report, transesophageal echocardiogram revealed normal lv function, normal function mitral prosthesis, severe prosthetic aortic valve insufficiency (subject device), with leak through the central part of the valve with a prolapsing leaflet, and also perivalvular leak. During explantation, the valve was noted to look reasonably good. A new edwards bioprosthetic valve was implanted and the patient was weaned of cardiopulmonary bypass uneventfully. Patient tolerated the procedure well.

Manufacturer narrative:
Evaluation summary: customer report of perivalvular leak could not be confirmed. No host tissue was observed on the valve. Free margins of leaflets 2 and 3 appeared to have serrated markings near commissure 3. Commissure 3 wireform was exposed on the outflow aspect. Hematoma was observed on the cusp of leaflet 2. No visible calcification was observed on the x-ray, commissure 2 and 3 wireform appeared bent inward. These damages presumably occurred during implant or explant. This valve was explanted after approximately 2 years due to severe prosthetic aortic valve insufficiency, with leak through the central part of the valve with a prolapsing leaflet, and also perivalvular leak. No echocardiography recording was provided. Thus the reported perivalvular leak observed in vivo cannot be confirmed. Edwards¿ standardized in vitro testing showed that the total regurgitation fraction (trf) of the valve as-received is 5.3%, which appears to be mostly through the center of the valve and related to the minor prolapsing of leaflet 2. The trf is less than the 10% allowance per iso5840:2005 for this size of valve. X-ray.